Event description:
The customer reported 100% leakage showing. Clarified by the manufacturer's field service engineer (fse) reported the patient circuit test failed due to a patient circuit leak. The customer reported there was no patient involvement.